Event description:
It was reported that percutaneous coronary intervention (pci) was performed using a 6fr system. The lesion in the left main trunk (lmt) (left anterior descending artery lad#5) was treated using diamondback coronary orbital atherectomy device (oad). The vessel was primarily wired with non-abbott guidewire, and micro catheter was used. Then the non-abbott wire was exchanged to viperwire guidewire. The viperwire coronary flextip guidewire was advanced towards left circumflex (lcx) #15, and three treatements were performed in low-speed mode. It was noted that the wire was placed in a location that was neither tortuous nor sharply angled. Optical coherence tomography imaging confirmed the lesion was debulked sufficiently with low speed mode, atherectomy was performed in high-speed mode after advancing the oad. While observing the crown position under fluoroscopy, the operator misjudged the location, and the oad advanced past the lmt into lcx #14. It was then noticed that the viperwire guidewire had been placed in #15, indicating the oad had gone in the wrong direction. Upon manipulating the viperwire, it was confirmed that the radiopaque tip did not move on fluoroscopy, and guidewire had fractured. It was reported that the cause of fracture could be a technique deployed during wire manipulation, although no noticeable difference from the usual operation was observed. The viperwire guidewire was removed, but the radiopaque tip about 1-2 cm proximal to the nonopaque section, remained inside the vessel. The non-abbott wire was re-inserted, and intravenous ultrasound (ivus) imaging confirmed the fragment remained around #13. Retrieval using a snare was attempted but was unsuccessful. Therefore, a xience skypoint 2.5 x 18 mm stent was implanted at #13 to adhere the fragment against the coronary artery wall, and the procedure was completed. The patient was stable.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. The guide wire was returned fractured 322.5cm from the proximal end. The distal fractured section was not returned for analysis. Analysis of the fracture shows that it may have occurred in a rotational manor. However, the exact cause of the fracture remains unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h3, h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed using a 6fr system. The lesion in the left main trunk (lmt) (left anterior descending artery lad#5) was treated using diamondback coronary orbital atherectomy device (oad). The vessel was primarily wired with non-abbott guidewire, and micro catheter was used. Then the non-abbott wire was exchanged to viperwire guidewire. The viperwire coronary flextip guidewire was advanced towards left circumflex (lcx) #15, and three treatements were performed in low-speed mode. It was noted that the wire was placed in a location that was neither tortuous nor sharply angled. Optical coherence tomography imaging confirmed the lesion was debulked sufficiently with low-speed mode, atherectomy was performed in high-speed mode after advancing the oad. While observing the crown position under fluoroscopy, the operator misjudged the location, and the oad advanced past the lmt into lcx #14. It was then noticed that the viperwire guidewire had been placed in #15, indicating the oad had gone in the wrong direction. Upon manipulating the viperwire, it was confirmed that the radiopaque tip did not move on fluoroscopy, and guidewire had fractured. It was reported that the cause of fracture could be a technique deployed during wire manipulation, although no noticeable difference from the usual operation was observed. The viperwire guidewire was removed, but the radiopaque tip about 1-2 cm proximal to the nonopaque section, remained inside the vessel. The non-abbott wire was re-inserted, and intravenous ultrasound (ivus) imaging confirmed the fragment remained around #13. Retrieval using a snare was attempted but was unsuccessful. Therefore, a xience skypoint 2.5x18mm stent was implanted at #13 to adhere the fragment against the coronary artery wall, and the procedure was completed. The patient was stable.